Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and the initial findings were confirmed. The instrument passes energy recognition, however fails to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypo tube-cable junction. The internal hypotube junction is within the main tube, near where the main tube meets the lower chassis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires during wire routing, and continuous rubbing against the hypotubes during use. Broken conductor wire will be made to new primary code, and failed continuity test will be added as a related code. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and was replicated and confirmed the customer-reported complaint. The mbf instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip, and current flow was not detected across one grip tip. There is no obvious damage to the conductor wire. The mbf instrument is being transferred to engineering for additional fa. Additionally, the mbf instrument was found to have thermal damage at the yaw pulley. The mbf instrument was found to have charring and localized melting on the outside of the yaw pulley. The mbf instrument failed the electrical continuity test. The mbf instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument failed to deliver energy on several attempts. The complaint was confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had no energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arching observed during the procedure. No other instruments were used. The patient did not experience any injury or adverse event during or after the surgical procedure.